Event description:
A surgical center returned a model 912 intraocular lens stating the haptic had burrs. A surgical nurse at the center stated this lens had not been implanted into a pt. Results of the investigation are pending.